Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an implantable neurostimulator (ins) for non malignant pain. It was reported that the ins was 7 years old and doesn't hold a charge as long as it used to. No symptoms reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. Patient reported that their weight at the time of event was (B)(6) lbs, patient reported cord was damaged which led to issues and indicated they received a replacement and issue was resolved.